Event description:
Reported as the device was not holding fluid (contrast flouroscopy showed leakage near port), and particulate matter was found in the tubing. An event of band slippage was also reported for which a surgical procedure to reposition the band took place in 2005. The port replacement took place in 2006.

Manufacturer narrative:
Taper ii medwatch sent FDA on 12/jul/06 visual examination of the returned device determined the access port tubing connector to be a taper ii. Only the port was replaced, the rest of the lap kband remains implanted so it wa snot returned for analysis. Band slippage is a surgical physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for these events. Analysis of the device noted damage form a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap band system returned. Analysis of the device also found an opening in the port tubing between the stainless steel connector and the injection site. The opening is consistent with puncture by a needle and may be the source of the leakage. No additional information has been reported to inamed regarding the serial number. Device labeling address the reported events of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/vomiting with early or minor slippage may be in some cases successfully resolved by nand deflation. More serious slippages may require band repositining and/or removal." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the nand, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." " care must be taken during band adjustment to avoid puncturing the tubing which connects the acess port and band, as this will cause leakage and deflation of the inflatable section."